Event description:
It was reported that impedance testing identified two contacts with impedances over 4,000 ohms and there was no stimulation. Using other settings resulted in shocking. The lead was replaced and found to be broken. The battery and extension were proactively changed.

Manufacturer narrative:
(B)(4): analysis of the extension found three broken conductors 32.7 cm from the proximal end. The filars on the other circuit were broken. Circuits 1, 2 and 3 were open and circuit 0 was intermittent. There were no shorts between circuits. Analysis of the lead discovered the insulation broke at the #4 connector sleeve. There were impressions in the outer insulation 8.4 cm from the distal end (suspected anchor site). The lead and insulation were melted and broken at multiple points (suspected cautery).